Event description:
The pt reports she has not been receiving effective stimulation for the past two months and she successfully recharged her ipg two months ago. The pt reports her charged does not display a green flashing light. In addition, she is unable to communicate her ipg with the programmer as the programmer displays an error code. Follow up info identified a model 3722 replacement charger was sent to the pt. Further follow up with an sjm rep is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.